Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is detached to the main tube. The instrument was found to have broken grip and pitch cables inside the proximal clevis. The cables were fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was a detached fragment not returned with the instrument (cracked main tube) measuring 8.11 mm x 2.67 mm. Common causes of the failure mode dislodged instrument proximal clevis are typically attributed to the user. Common causes of the failure broken grip and pitch cable are typically attributed to the user.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument became stuck at a right angle inside the patient. Unable to straighten and remove. Instrument and port had to be removed together. The tip was broken off whilst trying to remove from the robotic port. The procedure was completed with no reported injury.